Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had operating currents within specification and passed displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. No motor position encoder error alarm could be verified due to alarms in the history for a corrupted history file. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Event description:
The customer reported via phone call experiencing low blood glucose levels. The customer's blood glucose was 30 mg/dl. He stated that his roommate found him unconscious on the kitchen floor, but his roommate was able to treat him with juice. He advised that no emergency medical services had to be called. He declined to troubleshoot for the low blood glucose, stating that his doctors were taking care of him. The customer also stated that the insulin pump's generated reports had an anomaly. He stated that the report showed time changes every hour since 6 days prior to the call. The customer was advised to replace the insulin pump and agreed to return the device for analysis.